Event description:
It was reported that this patient received 2 tachy shocks that failed to convert the rhythm, and a third one did. The physician decided to perform a defibrillation threshold (dft) test to see potentially why the first two shocks failed. Following dft testing, the polarity was reversed as corrective actions. It was noted that the atrial lead immediately showed oversensing of the respiratory rate trend (rrt). The physician inquired why this happened. Technical services reviewed the case and speculated that the residual energy from the dft test magnified the transthoracic impedance signal on the atrial lead, and the issue should resolve over time. It was stated that the rrt signals were already becoming smaller within 15 minutes post procedure. The physician was aware of this and was not concerned. This device remains in service and no additional adverse patient effects were reported.